Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was also reported the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.